Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that as of (B)(6) 2016, the implant failed; however, the serial number given was that of a non-implantable patient programmer. It was also reported that a new device was implanted on the same date that the other implant failed. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.